Event description:
It was reported that the right ventricular lead dislodged in july. At a follow up in october the lead was not functioning properly and continued to be dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.